Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after chemotherapy treatment the port was flushed and the patient complained of pain and redness of the skin was observed. It is reported that leakage was observed at the puncture site. The port was removed. The port was placed via internal jugular vein and was used for approximately three years. The pain and the redness of the skin around the neck resolved.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one powerport MRI isp with 8 fr s/l groshong catheter was returned for evaluation. During evaluation, a circumferential split was noted on the catheter between the 16cm and 17cm depth markers as well as a circumferential split between the 15cm and 16cm depth markers. Catheter flattening was noted between the 14cm and 15cm depth markers. A microscopic observation revealed that the splits were jagged and rounded with a surface that appeared to be polished. Based on these findings, the investigation is unconfirmed for the reported fluid leak and confirmed for flexural fatigue. The root cause of the reported issue is flexural fatigue during use, as this would manifest as a leak. While flexural fatigue is typically related to clinical conditions, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural factors contributed to the identified flexural fatigue. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that after chemotherapy treatment the port was flushed and the patient complained of pain and redness of the skin was observed. It is reported that leakage was observed at the puncture site. The port was removed. The port was placed via internal jugular vein and was used for approximately three years. The pain and the redness of the skin around the neck resolved.